Event description:
Male and female connector did not engage. Revision surgery was attempted with a new mid connector. This also did not engage properly and was sighted during the revision, at which time a new prox and mid were inserted. Date of alleged event was 2004 and date of explantation of implants was 2004. The revision surgery was successful and the pt is stable with no permanent adverse effects.